Event description:
It was reported, the flex video scope had a loss of image with any flex at controls. The issue was found during inspection, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. The device was returned, and the evaluation confirmed the reported event. Based on the results of the investigation a definitive root cause cannot be identified. However, it is most likely that the bending rubber is leaking, charged coupled device image flickers when angulation, and insertion tube is crushed, and wear and tear contributed to the reportable malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
No new information has been provided from the customer.